Manufacturer narrative:
On 23-apr-2024, the mentor failure analysis lab received two devices for evaluation, one from lot #5756191 and one from lot #5751506 on 24-apr-2024, mentor became aware that the complaint device is the patient¿s left breast prosthesis. The lot number has been updated to 5751506 accordingly. Additionally, the serial number (B)(6) was reported. On 27-apr-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the was found to have a tear on the posterior view, measuring approximately 0.1 cm. In addition, shell abrasion was noted on the edges of the rupture and the gel was observed to be white. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. A second product was received (lot #5756191). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. H6 investigation conclusions d17: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. Additionally, the left breast prosthesis ruptured. The issues were diagnosed via a physical exam and mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-apr-2024, mentor received additional information about the identity of the suspect medical device. It is a mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3504501bc, UDI # (B)(4), PMA #p030053. Two lot numbers were reported: 5756191 and 5751506. It was not specified which of these belongs to the complaint device. If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on lot #5756191 and lot #5751506, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-aug-2024, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, developed capsular contracture and breast implant illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the was found to have a tear on the posterior view, measuring approximately 0.1 cm. In addition, shell abrasion was noted on the edges of the rupture and the gel was observed to be white. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic issue. H6 investigation conclusions d17: cosmetic issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-mar-2024, mentor received additional information about the event. The patient is scheduled to undergo explantation with no replacement breast prostheses on (B)(6) 2024. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. D6b explantation month, day, and year: (B)(6) 2024 manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On 19-jun-2024, mentor received additional information about the event: it was reported that both of the patient¿s breast prostheses ruptured post implantation. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-08072 for the report for the patient¿s right breast prosthesis. The patient developed unspecified breast implant illness symptoms post implantation. H6 health effect - clinical code e2402: breast implant illness. Manufacturer¿s reference number: (B)(4).